Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) lead. The noise was oversensed, resulting in an inappropriate atrial tachy response (atr) episode to be stored. Additionally, the noise caused a signal artifact monitor (sam) episode and caused the minute ventilation (mv) sensor to be disabled. Alerts were issued in the remote monitoring system and an email was sent to the clinic for notification. No adverse patient effects were reported. The device and associated ra lead remain implanted and in service.